Event description:
Pt presented with 8 cm abdominal aortic aneurysm. Large right common iliac aneurysm with retroperitoneal hematoma/aneurysm rupture. History of aneurx graft placement. 26x16x16.5, 16x5.5 cuff, 20 x 3.75 cuff, 16x11.5 contra limb, 5, 5x16 cuff, 20x3.75 cuff, 10x40 smart stent. No endoleak was able to be demonstrated on cta or angio. Aortobifemoral bypass performed. Pt did have aaa rupture. No abvious problem with device. Device was explanted and returned to mfg. Pt d/c'd to snf.